Manufacturer narrative:
H2: the navigation system being used with the straight suction was checked out with no noted issues. The straight suction is the suspected cause of the issue. Section e3 was updated with initial reporter information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction was unable to track consistently throughout navigation with a flat emitter. It was confirmed the the issue only occurs with the straight suction instrument . The issue occurred across different straight suctions and instrument trackers. The instrument could be verified but had issues tracking in navigation until further entered into the sinus . There was no metal interference. The site put towels between the emitter and the non-metal bed. This resulted in a delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H2: please see section b5 for additional information. H2: please see section d4 for device lot number and full UDI. H2: please see section h4 for device manufacturing date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flat emitter range for the longer instruments seemed to lose tracking the higher up the emitter went, even though tracking typically works at that height. It was noted the instruments verify at over 2.4 the max was 3.5. The manufacturer representative tested the instruments with the side emitter, and they also still verified at a higher geometry error. It was not over the geometry error, but the instrument would lose how far away it can be from the emitter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep went back to the site and tested two of their three trays. He examined each instrument in the two sets. Each one side by side characteristically were almost identical. Each time the rep raised the instrument about 12 inches from the emitter, it would go to red status. After testing the sets with same results, the rep stated the emitter field might be smaller than it should be.